Manufacturer narrative:
The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: unit tested all function pass; customer complaint not duplicated; passed wet leak test; passed dry leak test. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video scope ec-3490li. In the event reported, the user stated the no video/ error msg, scope not conn. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.